Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised the insulin pump froze, the buttons were unresponsive and they received a battery out limit alarm. Customer advised the display was frozen but the time continued to move forward. Customer advised they were at a park and the device may have gotten wet. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.